Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to headache. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged to headache. There was no report of serious patient harm or injury. The manufacturer received new and relevant information on 02/06/2023 that patient had cough and also had a medical condition that is sleep apnea. In box b, box g and box h sections was updated/corrected and also appropriate health effect ¿ clinical code has been added.